Event description:
A report was received that the patient was having discomfort at the ipg site. The patient underwent a revision wherein the ipg was relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4).